Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they hired a lawyer due to a class action lawsuit from manufacturer against the actual maker of the device. They stated to not put anything manufacturer in their body, the one in their back has destroyed their life and is destroying their body from the inside out. Additional information was received from the patient. They stated their device was only helping with urine about 20% of the time and bowel about 80%, and it was causing nerve pain. The nerve pain made them have a hard time sleeping. Their doctor kept trying to convince them to keep it and adjust it but it was literally ruining their life. Additional information was received from the patient. The nerve stimulator attacked their body. Their body rejected it like a bad organ transplant. It made their pain 100x worse and caused horrible inflammation. They just had it take out and they felt much better.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.